Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy da vinci platform). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract disorder and dyspareunia outcome was unknown. The reporter considered dyspareunia, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: there are bilateral essure implants in the upper pelvis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problems") and dyspareunia ("dyspareunia"). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy da vinci platform). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, urinary tract disorder and dyspareunia outcome was unknown. The reporter considered dyspareunia, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: there are bilateral essure implants in the upper pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.